Event description:
The customer reported having an urgent care visit due to high blood glucose of 337mg/dl. The caller was experiencing high blood glucose for the past six weeks. The customer stated that she called back to perform the high pressure test and the test passed. The customer did not feel confident on the device and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.